Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your current doctor, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If in your possession, may we have copies of your operative reports (implant surgery (B)(6) 2008 and/or partial mesh removal)?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted due to a bladder lift. It was reported that one-month post op, the patient started experiencing pain and urinary discharge and the sling was partially removed.

Manufacturer narrative:
Date sent to the FDA: 03/26/2020. Additional information: a2, a4, a5. Corrected information: b7, d6. Additional h-6 patient codes: 1750, 2275. Corrected h-6 device codes: 4003. Corrected b5 narrative: it was reported that the patient underwent a sling procedure on (B)(6)2008 and the mesh was implanted due to a bladder lift. It was reported that one-month post op, the patient started experiencing pain and urinary discharge. The initial surgery seemed to work for awhile but the past 2 years the patient experienced intractable leakage and several months had problems with urgency incontinence, bladder/vaginal pain, and no stress incontinence. Frequency of urination began 2-3 years ago and has been present on several occasions. The patient was urinating every 30 minutes. Patient described urgency, urinary incontinence as severe and manifested by the fact that she leaks urine if she does not get to the bathroom immediately. Leakage was 10 or more times daily and 3-4 pads each day with wearing diapers. Treatment was unsuccessful with short term antibiotics and antispasmodics. Excision of eroded mesh and revision of vaginal wall was performed on (B)(6)2011 due to urge incontinence, functional urinary incontinence and mesh erosion. It was reported that the cysto was normal at the time of surgery. Additional information was requested, and the following was obtained: please clarify if ethicon gynecare product/ ethicon tvt mesh (tension free vaginal tape) was involved in this event and provide evidence/medical records? - not known what was the product (name, code, lot, manufacturer) implanted in (B)(6)2008, then eroded and excised in (B)(6)2011?- doctor was not involved in the initial surgery not known. May we have both operational reports for review (B)(6)2008 initial surgery and partial mesh removal procedure)? ¿medical records of 2010-2013 sent. The patient demographic info: age, weight, bmi at the time of index procedure? The indication for the (B)(6)2008 initial surgery? What was diagnosis/indication for partial mesh removal in 2008? Please clarify ¿a sling is between tissue and bladder¿? Mesh sling location, diagnostic confirmation? Location and character of the pain? Please specify a type of urinary discharge? Has urinary discharge/incontinence changed from pre-surgery condition? Is it worse, better, or returned same? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to both events? What is the patient's current status? Other relevant patient comorbidities/concomitant medications/concomitant procedures? Mesh product code and lot number? Medical records have been attached. - attachment: (B)(4) esoteric_surgical packet_redacted.pdf, (B)(4) - consult letter_ redacted.pdf, established visit_redacted.pdf, (B)(4) - other_redacted.pdf]